Event description:
It was reported that the patient had a loss of therapeutic effect and had a return of urinary symptoms during the day. The patient noted that the therapy had never helped her during the night, but now she was ¿dribbling¿ during the day. The patient stated that she used to stretch her leg and she would feel stimulation in the vaginal area, but now it was on the right side of her buttocks. The change occurred the month prior to the report. The patient noted a fall in (B)(6) and she almost fell, but caught herself in (B)(6). The patient stated that she did a ¿semi-split¿ during the (B)(6) occurrence. The patient had tried adjusting stimulation and her healthcare provider (hcp) changed programs. The patient also had tenderness at the battery site, which she stated it felt like it was inflamed and sore to the touch. The tenderness had been there for ¿about three and a half weeks.¿ the patient also mentioned a shocking sensation above her shoulder, about her right breast, and in her lower abdomen. The patient admitted that she had lower back arthritis and scoliosis, which may or may not be the cause of the pain. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3093-28 lot# va022q9, implanted: 2012 (B)(6); product type lead. (B)(4).